Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, yellow and black particles on the surface of the shell. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identify one opening sharp on posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and anxiety.

Event description:
Healthcare professional reported a right side deflation and implant exchange due to patient's concern with the product. Device remains implanted.

Event description:
Healthcare professional reported a right side deflation and implant exchange due to patient's concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Supplemental medwatch being submitted to correct g3 which was initially submitted incorrectly.